Event description:
Customer reportedly obtained results of 144 mg/dl and 444 mg/dl on the advantage system within 10 minutes. Customer took 30 units novolog 70/30 based on 444mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.